Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint "cable disengaged". The instrument was found to have a broken pitch cable at the distal clevis hub. The broke cable segment that contains the crimp was still installed in the clevis. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the small grasping retractor instrument had a "disengaged cable". It was undetermined if a fragment had fallen inside the patient, therefore, an x-ray was performed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the x-ray taken ruled out the possibility of a foreign object falling into the patient. It was confirmed that no there was no fragment was retained in the patient.